Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by an arthrex representative via sems that after the ar-129900n scorpion needle, comes out, the thread cannot be hooked and the thread breaks. This was discovered during use in a procedure. The case was completed by opening a new ar-12990n.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990n was received for investigation. Visual inspection identified breakage along the profile of the needle tip. The suture used during the event was not returned for review. The needle strip thickness proximal to the tip was assessed using digital micrometer blade ID: 4198 and was found to meet design specifications. A probable cause is attributed to passing the needle through thick/challenging tissue during use.